Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after more than 2 hojas of use the surgeon experienced a loose movement of the tips and observed frayed cables peacking from the instrument's wrist. It was replaced with a new one of the same kind. The procedure was completed with no reported injury.